Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# unknown, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported there was a catheter related issue that occurred in the past year. There were intermittent problems with spasticity that eventually led to investigations and a change in catheter. The procedure occurred over 6 months prior to (B)(6) 2020. The patient had their original catheter in (8731sc) rather than the more recent ascenda. There wasn't a sudden incident event that the hcp could link to the gradual catheter failure. The patient status was alive - no injury. Further information was not reported.